Event description:
It was reported by the customer "double catheter rupture, at 5 cm and 9 cm". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is confirmed; however, the exact cause is unknown. One photograph and one video of a single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photograph showed a 5 fr powerpicc solo catheter and a product information sticker. An initial visual observation of the video showed the catheter being flushed with a clear liquid. Two leaks were observed in the catheter tubing. Some use residue could be seen on the sample in the returned video and photograph. While a leak could be seen in the catheter, no details of the damage could be discerned from the returned photograph or video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "double catheter rupture, at 5 cm and 9 cm". No other information was provided.